Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the mechanical movement unavailable because of the defective geo module. The engineer replaced the geo module and system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system geometry movement was not possible. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geo module was defective. The geo module has been replaced that the system was returned to use in good working order. Philips has started an investigation of this complaint.